Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized for an unknown reason. Customer blood glucose level was unknown. Customer was not using insulin pump because of malfunction. The device will not be returned for analysis.